Event description:
A remstar pro c-flex+ was returned to a third-party service center for evaluation with allegations of having no power and the unit was burnt. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. The device was sent to product investigation lab for further investigation.